Event description:
On 04/13/1998, the facility's head vascular nurse informed the MFR's sales rep of the following: two of the surgeons felt like the catheter of this product felt different from prior catheters they have used. The surgeons felt the catheter had more memory and was more rigid. The facility's head vascular nurse opened a device and proceeded to demonstrate the difference to the MFR's sales rep. No further details were provided at this time.